Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer stated two of his blood glucose readings were not stored in the memory of the contour next ez. No adverse event alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to him.